Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent alert 38 motor stall notifications on the ilet following a supply change, with subsequent troubleshooting and education completed that enabled a successful dry-run fill and full supply replacement, after which insulin delivery resumed and glucose levels began to decline. Symptoms included hyperglycemia with a reported maximum blood glucose of 288 mg/dl and approximately one hour above 180 mg/dl, without ketone testing, medical intervention, or assistance needed. Outcomes included no hospitalization, no emergency care, and no immediate health effects. Investigation included guided troubleshooting, inspection of removed supplies, and a supervised dry run and supply change. Investigation of this case revealed a bent needle in the luer adapter that likely caused the motor stall and restart alerts, and replacement of all supplies resolved the condition with normal operation restored. It was concluded, based on previously established findings for similar reports, that the cause was user-related supply assembly error leading to temporary infusion pathway obstruction and motor stall.